Manufacturer narrative:
On 5/28/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/4/2019, mentor became aware that patient encountered early onset seroma as well. Hence, patient code seroma has been added to this report. On 6/24/2019, mentor became aware that the patient's ethnicity and race is caucasian /white, procedure performed was "primary breast reconstruction." Date of explant was updated to (B)(6) 2019 as per information received. Also, code "infection" was added per additional information received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 755cc mentor memorygel, breast implant and was presented with capsular contracture; baker grade IV on her right side postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number smpx-755 and serial number (B)(4) on the right side.